Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that the automated impella controller had a broken dust cover. There was no patient involved in this event.

Manufacturer narrative:
The investigation of automated impella controller (aic) - damage before therapy has been completed. Data analysis: not informative for this investigation. The imc logs did not show any anomalies. Device analysis: the console was sent to field service (fs) for further investigation. It was determined that the external optical connector dust cover was broken. Root cause: the broken dust cover was likely caused by user-related issues